Event description:
It was reported that device interrogation revealed a pump off on (B)(6) 2024 at around 1:00 am. The patient stated they thought they were connected to wall power at home and did not remember hearing any alarms. Log files confirmed a pump stop on (B)(6) 2024 that was caused by power to the mobile power unit (mpu) being briefly interrupted. The patient stated that earlier that day, their daughter tripped over the ac power cord and it was removed from the wall but replaced right away. They connected at bedtime to the mpu without issue and stated they did not remember any alarms. The mpu wiring did not appear to have any damage. The mpu remained in the patient's home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (28apr2024 ¿ 01may2024 per timestamp). No external power alarms were active on 30apr2024 at 01:42:19 ¿ 01:42:31. It was reported that the alarms activated due to the ac power cord being disconnected from the outlet. The backup battery was able to provide power to the system during the event. The alarms cleared once the ac power cord was reconnected to the outlet. Once the power cord was reconnected, the controller underwent a reset resulting in the pump to stop from 01:42:31 ¿ 01:42:35. The pump was able to restart as intended. There were no other notable alarms active in the logfile. The device appeared to function as intended. Additional information provided on 15may2024 stated the ac power cord was accidentally removed from the wall and was reconnected immediately afterwards. There was no indication of damage. The mpu functioned as intended. The root cause of the reported event was conclusively determined to be caused by the ac power cord being disconnected. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.